Event description:
It was reported through the heartrhythm case reports identifying a device that may be related to a capacitor maintenance charging time out. The event was resolved by explanting and replacing the ICD. The patient was in stable condition. Specific patient information is documented as unknown. Details are listed in the article titled "recurrent implantable cardioverter-defibrillator shocks due to automatic deactivation of a right ventricular lead noise discrimination algorithm. Heartrhythm case reports https://doi.org/10.1016/j.hrcr.2022.07.013." Further information was requested but is not yet available.